Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active blade of the device detached and fell into the patient during a laparoscopic hysterectomy. The procedure was converted from laparoscopic to an open procedure in order to retrieve the material from the patient. The staff could not immediately locate the piece so the patient ended up having 3 x-rays to located it. The procedure was extended by 5 hours. There was no reported patient injury.